Manufacturer narrative:
(B)(4). Information was not provided by contact. Results damaged knife the analysis found that the device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the staple line was complete. The staples were formed properly. The cut line was complete. There weren't any issue noted such as jagged cut, irregular cut or dull knife. But when the user cut the end tissue, the stapler moved the tissue forward. No patient consequences reported.